Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple orders were not crossed over to multiple stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was found that multiple orders were crossing over to the station. The technical support specialist (tss) confirmed the issue was resolved after the meditech downtime. The customer stated they had received a notification from the meditech team, and the system was operating normally. The tss verified this by running a query to check the carefusion coordination engine (cce) message, which matched the server time, and confirmed that the device on critical override was cleared on health sight viewer (hsv). The customer agreed to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple orders were not crossed over to multiple stations. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.